Manufacturer narrative:
Report source: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue luer lock end cap was unable to be disconnected from an unspecified number of clearlink system continu-flo solution sets. This issue was observed during an unspecified process step; however, there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between november 15, 2018 - november 16, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.